Event description:
It was reported that during a laparoscopic gastric bypass, the device delivered an incomplete staple line and did not cut. The procedure was completed with another device. There was no adverse consequence to the pt.